Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion in the distal left anterior descending (lad) artery. The lesion exhibited moderate tortuosity and moderate calcification. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury was reported.